Manufacturer narrative:
Batch review performed on january 15, 2019. Lot 1752863: (B)(4) items manufactured and released on 11 october 2017. No anomalies found related to the issue. To date, other 4 similar event on the same lot has been registered. Visual inspection performed by r&d project manager on january 15, 2019. The instrument's tip resulted damaged: one of the four teeth on the extremity was broke. The teeth are the protrusions of the shaft, in order to connect the relative screw and transmit the adequate torque to tighten the implant on its position. The breakage could be occurred because of the surgeon was not completely aligned with the screw, so the screwdriver was overstressed by applying a bending force directly on the four teeth.

Event description:
During surgery, one piece of the tip of the screwdriver was broken. The pieces fell into the patient and then the surgeon recovered all the fragments. The surgery was completed with the same screwdriver using three tips. No delay was reported, the surgery was completed successfully.